Manufacturer narrative:
Method: the product has been evaluated by the distributor. Manufacturers investigation is still ongoing; if additional information is received, a follow-up report will be submitted.

Event description:
It was reported by a service report that the bed could not be lowered. There was no patient involvement or adverse consequences.